Event description:
(B)(4): it was reported that a voltage power cable that runs from the ceiling to the svc head of the equipment boom is damaged. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no pt involvement reported, therefore, no pt data exists. Eval summary: a stryker field svc rep initially observed a damaged power cable in the equipment boom during preventative maintenance. The boom is awaiting replacement parts for repair. As a result, the investigation is still in process as the damaged cable has not yet been evaluated. Add'l info from further eval will be submitted in a supplemental report.